Manufacturer narrative:
Device identification (UDI): correction . Additional MFR narrative: correction - the serial number of the device is not unknown, it was included in device identification of the initial report. Manufacturer's investigation conclusion: the reported event of an unknown vad alarm was not confirmed. During admission, the patient had a controller fault followed by a brief pump stop and the controller was exchanged. The device will not be returning for evaluation. Multiple requests for additional information were requested from the customer; however, no response has been received at this time. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot all system controller alarms. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
UDI could not be provided as device serial number is unknown. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that during admission the patient¿s system controller experienced a controller fault alarm followed by a brief pump stop and the system controller was exchanged; however, the new system controller has another controller fault alarm and the staff is unable to access pump parameters using display button on the system controller. It was confirmed that the pump is running due to the green running symbol on system controller is lit up and staff could auscultate pump. It was suggested to exchange out the system monitor and the system controller, however the hospital staff stated that they will wait to exchange the system controller in morning once more staff is present and will monitor pump function for remainder of night. Additional information was requested however not provided.